Event description:
It was reported that the patient underwent a cervical procedure for c6 tumor at c3-t2 using posterior fixation. The center nut of crosslink broke off during tightening. It was replaced and no patient complication was reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicated a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7002527, was cleared in the united states.